Event description:
It was reported that a patient presented to the clinic for follow up. It was noted that the end of the incision was not properly healed. On (B)(6) 2023, the physician elected to reopen, clean, and close the pocket. The patient was discharged following the procedure.